Event description:
The customer reported a check valve failure. There was no patient harm or medical intervention. No add'l patient or event details were provided by the customer.

Manufacturer narrative:
Manufacturer's report date: 07/16/2014. (B)(4). Although requested, the affected product has not been rec'd. A f/u report will be submitted with investigation results should the affected product be rec'd for evaluation.